Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the health care provider (hcp) reporting that only the battery was causing the symptoms and that the leads were not causing the symptoms. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their device was causing a lot of pain, and they believe it was resting on a nerve in their leg. They stated that the implantable neurostimulator (ins) was protruding from their skin, and didn¿t rest plush. The patient indicated that they could fit fingers underneath it, and it always had a sharp jagged corner. They indicated that how they had to sit to recharge the device hurt. The patient stated that the physician¿s solution was to ¿cut them open¿ and reposition the ins. They noted that about a month to a month and a half after the revision surgery, their stitches came out, and they were still tender and swollen. The patient mentioned that their swelling never went down, so they went to their attorney and forced the doctor to take the device out. They stated that the device was explanted not even 6 months after they got it. The patient added that they thought their entire device was explanted, but their leads were left implanted. They noted that they didn¿t find this out until they slipped in the tub at the end of last year, and had to get an x-ray because they thought they broke their ribs; the x-ray showed that the leads were still implanted. The patient went to get an MRI on the day of the report, because their legs and back are getting worse with pain, but they found out they couldn¿t have an MRI due to their implanted leads. The patient was very upset that they didn¿t tell them they left the leads in. They indicated that their sciatica hurt from the time they were implanted until now. Additional information received from a healthcare provider indicated that they will further discuss the MRI eligibility with the patient, because the patient claimed they did not know the leads were not removed. No further complications were reported or anticipated.